Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent moved on the balloon. The 99% stenosed lesion was located in the calcified and moderately tortuous right iliac artery. The physician pre-dilated the lesion using another manufacturer's 6.0mm x 40mm balloon. Next, the physician attempted to advance the 7.0x40x75cm express-vascular ld premounted stent delivery system (sds) through the introducer sheath, however, this attempt was unsuccessful. It was noted that the express ld stent 'moved' on the sds balloon. The procedure was successfully completed with a different device. No patient complications were listed and the patient's status was reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent moved on the balloon. The 99% stenosed lesion was located in the calcified and moderately tortuous right iliac artery. The physician pre-dilated the lesion using another manufacturer's 6.0mm x 40mm balloon. Next, the physician attempted to advance the 7.0x40x75cm express-vascular ld premounted stent delivery system (sds) through the introducer sheath, however, this attempt was unsuccessful. It was noted that the express ld stent 'moved' on the sds balloon. The procedure was successfully completed with a different device. No patient complications were listed and the patient's status was reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent had moved 6mm proximally on the balloon. Crimp marks were noted on the balloon material indicating that the balloon had originally been crimped in the correct position. It was not possible to move the stent back to its original position on the balloon material. A tactile examination of the delivery system shaft did not reveal any anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).